Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to user error. It should be noted that the perclose proglide instructions for use states, during the preclose technique, knot advancement or locking of the knot is prevented by not pulling on individual suture limbs. The patient effect of vascular injury (tissue damage) and treatment of surgical exposure are potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was achieved with two proglide devices using the pre-close technique via an 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when the 1st suture was placed, the white end of one suture was pulled and the knot was locked without realizing it. The sheath was upsized to 14f and the evar procedure was completed. The suture with the knot lock was attempted to be used; however, it would not advance to the arterial wall as it had already been locked. The suture was removed with part of the vessel tissue. No attempt was made to secure the knot on the other pre-placed proglide suture; its use was abandoned and removed. A femoral endarterectomy was performed to repair the artery. Surgical intervention was used to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. Hospitalization and use of anesthesia was prolonged. No additional information was provided.